Event description:
Initial result for a pt hcg was <5 miu/ml. A second sample was drawn that gave an hcg result of 66,270 miu/ml. The first sample was repeated and gave a result of >10,000 miu/ml, which when diluted, gave a result of about 60,000 miu/ml. The pt was not adversely affected by the incorrect result. The field svc rep was unable to determine the cause for the incident.